Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The pump had constant motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarms. The pump also had minor scratches on the display window, a scratched case and cracked reservoir tube lip.